Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during diagnosis treatment. The procedure was completed as planned by restarting the system. The philips field service engineer (fse) analyzed the system onsite and confirmed that c-arm geometry movements were not working. Upon troubleshooting, the fse visited onsite, checked the system and found that the system couldn¿t transition from horizontal to vertical using the normal controls, and the c-arm geometry movements were not working. To resolve the issue, fse performed several position calibrations, including table longitudinal and transversal positions, the rails longitudinal movement and flexarm were preventively cleaned, and both control modules were tested. After repairs the device returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If geometry movement issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A movement issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the c-arm geometry movements were not working. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.